Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. According to our field service engineer, the customer has canceled the request for intervention. No more information is provided. This information is not specific enough to point to any particular fault. Given this, we have not been able to confirm the problem nor can we identify any root cause. H3 other text : 4114.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #:(B)(4).